Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Our field service engineer (fse) investigated the ventilator on site and found a broken nozzle unit in the air gas module. The nozzle unit was replaced, the ventilator then passed all functional and safety tests and was cleared for clinical use. The nozzle unit was not returned for investigation. Provided ventilator logs were reviewed. On the reported event date, the ventilator failed the pressure transducer and flow transducer tests during pre-use check. The reported event is therefore confirmed. Since the nozzle unit was not returned for investigation, the root cause of the reported failed pre-use check has not been determined, but the nozzle unit was confirmed contributing to the event. The nozzle unit is part of the maintenance kit for the ventilator and shall be replaced yearly or by maximum 5000 operating hours. It is not known to us when last maintenance was performed.

Event description:
Manufacturer's ref #: (B)(4).